Manufacturer narrative:
Integra has completed their internal investigation on august 14, 2017. Results: failure analysis could be performed at this time, because the product has not been returned for evaluation. DHR review; a total of (B)(4) were manufactured on 9/30/2011 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause could be determined at this time, because the product has not been returned for evaluation at this time.

Event description:
It was reported that a mayfield modified skull clamp, had too much pressure and went too deep (single pin side).  Additional request for information has been sent.